Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: during investigation, a review of the black box showed multiple loss of prime warnings with low non zero force. The black box data from the date of the pi was overwritten. The pump was exercised for 24 hours with no loss of prime duplicated. Force testing calibration was passed within specifications. Unrelated to the original complaint, the battery compartment was found to be cracked. The cartridge was returned with no defects found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.